Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to stiffness. A poly swap with soft tissue debridement was performed. The surgeon felt the patient had good range of motion as a result. A size 6, 13mm ps insert was exchanged for a size 6, 9mm insert.